Event description:
New information received noted that the right ventricular lead continued to exhibit high pacing impedance measurements. No interventions were made. There were no patient consequences.

Manufacturer narrative:
Additional information: b5.

Event description:
It was reported that a patient presented remotely on (B)(6)2022 with high and out of range pacing lead impedance on their right ventricular (rv) lead. The patient came into clinic on (B)(6) 2022 , and the decision was made to continue to monitor the lead. There were no patient consequences.